Event description:
Customer reported an issue with high blood glucose levels, with the specific value unknown but displayed as "high." Cause was not known. Technical support advised the customer to inspect and adjust her insulin equipment, resulting in the insulin properly reaching the end of the tubing. Customer was advised to consult her healthcare provider about what might be affecting her blood glucose levels and to obtain a backup method for insulin delivery, as none was currently available. Additionally, customer was instructed to replace supplies and resume insulin therapy upon returning home.